Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation. It was further reported that the atrial lead had increased thresholds and some oversensing. Reprogramming the device helped the oversensing and thresholds but the diaphragmatic stimulation restarted once the patient stood up. The lead was repositioned and remains in use. The device also remains in use. No further patient complications have been reported as a result of this event.